Manufacturer narrative:
The device is currently undergoing analysis at boston scientific's post market quality assurance laboratory.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequently, boston scientific received information from an implant form that this device was explanted in (B)(6) 2011. The device was received at (B)(4) return products department in (B)(6) 2011.

Manufacturer narrative:
The device was successfully interrogated by boston scientific's post market quality assurance laboratory. Engineering cacluations determined that this device did meet expected longevity. The device was put through and passed therapy availability testing. It was concluded that this device performed normally throughout laboratory testing.

Event description:
Boston scientific received information that this clinic nurse contacted technical services to report that this device triggered elective replacement indicator (eri), was associated with a monitoring voltage of 2.51 volts and a charge time of 22.3 seconds. Technical services recommended that the patient should be scheduled for device replacement. The available information suggests that this device remains in-service.